Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this lead had pulled back as a result of the patient having twiddler's syndrome. The lead was explanted and replaced. The product was discarded into the contaminated bin after explant. No further adverse patient effects were reported.